Event description:
A customer contacted beckman coulter inc (bci) regarding falsely high glucose (glum) results generated by the unicel dxc 600 synchron clinical systems for multiple pt samples. Customer indicated that about 15 falsely high glum results were reported out of the lab. The original samples were re-tested and lower results were obtained. An example of the original and repeat glum results was provided for 5 pts. The results were corrected the next morning. The lab is not aware of any affect to pts in connection to this event.

Manufacturer narrative:
Qc results were high after the event. Per customer, they have obstruction detection enabled and do get frequent obstruction detection errors. Based on the faxed data, none of the samples had high levels of lipemia, icterus or hemolysis. Customer indicated that some specimens received from one of the clinics may have high hematocrit, or are not completely full. In this case, the sample probe may aspirate some gel from the sample tube. Service called the lab and instructed the customer in troubleshooting the issue. A gel clog was found in the sample probe wash collar vacuum valve and removing this clog resolved the problem. No service was dispatched. The root cause for this event is unk. A malfunction will be assumed for the purpose of this report.